Event description:
Caller states patient tested 1.0 inr on coaguchek system 1, 2.3 inr on coaguchek system 2, and 2.4 inr on coaguchek system 3. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 877a, expiration date 11/30/2010). (B) (4)

Event description:
It was reported that there was moisture beneath the display and it was blank. Nothing further was reported.